Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had third-degree atrioventricular block and the patient's heart rate was at 30 beats per minute while using the cable. The cable was discarded by the customer. No further patient complications were reported.